Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak. When he opened the cassette door he found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection and his effluent has remained clear. He was not prescribed any antibiotics.